Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the evercross was used to dilatate a stent in the common iliac. The 8x60 balloon which was inflated to 10atm, burst longitudinally. No damage to the vessel nor was any additional intervention required post balloons burst.